Event description:
It was reported to boston scientific corporation that a zebra guidewire was being used in a stone removal procedure on a male patient, (B) (6). According to the complainant, during the procedure, the physician noted that the blue "strip" had become completely detached from the wire inside the patient's ureter. The physician removed the guidewire and then, using a tricep grasping tool, was able to remove the blue "strip" from the ureter. The procedure was completed with a different device. There were no adverse reactions or complications to the patient during or after the procedure.

Event description:
It was reported to boston scientific corp that a zebra guidewire was being used in a stone removal procedure on a pt. According to the complainant, during the procedure, the physician noted that the blue "strip" had become completely detached from the wire inside the pt's ureter. The physician removed the guidewire and then, using a tricep grasping tool, was able to remove the blue "strip" from the ureter. The procedure was completed with a different device. There were no adverse reactions or complications to the pt during or after the procedure.

Manufacturer narrative:
Visual inspection was performed. The entire overall length of the distal tip section was inspected. No anomalies observed. The entire length of teflon sleeve (ptfe sheath outer jacket) was examined. It was observed the ptfe sheath exhibited evidence of being dissected. Upon further examination at 40x magnification, the ptfe sheath surface appears to exhibit clear indications of having been skived by some type of device. Except were noted, no other damage or inconsistencies were noted to this specimen at this time. Dimensional analysis was performed. The specimen appeared to be dimensionally correct. The root cause for this event was determined to be "caused and/or contributed by another device."

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed.